Manufacturer narrative:
D:10 section d information references the main component of the system. Other relevant devices are: vnmc4034c200tu, s/n: (B)(6) ; use by date: 2021-01-08; upn#: 00763000101251. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a thoracic aortic dissection. It was reported that post-operatively , upon wakening up from anesthesia, the patient presented with lower extremity weakness and d iminished sensation with concerns for spinal cord ischemia. The patient was brought to the ICU and the l4-5 interspace was palpated. A spinal needle was introduced into the epidural space with brisk return of cerebral spinal fluid. The catheter was steered into the epidural space around 40 -50 cm and the spinal needle was removed. The drainage bag was flushed with sterile saline and connected to a lumbar drain. The patients condition deteriorated and they were taken to the operating room for a left carotid subclavian artery bypass. The common carotid was clamped proximally and distally. An arteriotomy was made and anastomosis was performed using a suture. The clamp was removed with good carotid flow. It was then tunneled under the fat-pad to the subclavian artery which was clamped proximally and distally. An end-to-side anastomosis was performed after an arteriotomy was made. Flow was reinstituted to the left arm and the wound was checked for hemostasis. The patient was transferred back to the ICU with the spinal drain intact and is currently still hospitalized. The site assessed the event as not related to device but having a causal relationship to the procedure. The sponsor assessed it as related to device and related to procedure. The cause of the event could not be determined as per the physician. No additional clinical sequalae were reported and the patient will be monitored.